Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary diagnostic procedure. Reportedly, the proglide plunger was depressed; however, during attempted removal, the plunger felt stuck. The foot was open and closed and the device was pushed/pulled; however, the plunger was only able to be pulled back a little bit and the device was stuck inside the groin. The sutures were cut and removed from the patient anatomy. Reportedly, the sutures never released from the suture bearing. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and identified there were two kinks in the shank, inside the spring. This issues contributed to the inability to deploy the plunger and the difficulty to remove. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there was one additional event reported for failure to deploy the plunger and difficulty to remove the device from this lot. Av determined that this issue may be related to manufacturing. Corrective actions will be implemented per site operating procedures and abbott will continue to trend the performance of these devices.